Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a 6f non-boston scientific introducer sheath and guidewire were in place, a 4.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure.